Manufacturer narrative:
Patient information was unobtainable per local regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the rt received a error message on the mobile view station (mvs) regarding a lost config file. The issue occurred prior to surgery with no patient present. Navigation and imaging were not used for the surgery. The site rep was unable to provide any more details.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep restored mobile view station (mvs) config file from backup. Loss of config file data could have been caused by the uninterruptible power supply (ups) not sustaining the mvs causing unscheduled and improper shutdown of the mvs computer. Later found mvs ups battery fault and was replaced. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient was present. Patient information not provided due to canadian patient privacy regulations. A medtronic representative, following up with the site, reported that the patient was under anesthetic at the time of the event. The surgeon opted to complete the procedure without the use of the imaging system and continued with the use of a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.